Manufacturer narrative:
The event was confirmed but the root cause of the reported event could not be determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~ 0.75 y. The tibial insert, tray, patella, and femoral components were revised. The patient presented with a ucla score of 4 three months prior to revision surgery and a maximum score of 4.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for approx 0.75 y. The tibial insert, tray, patella, and femoral components were revised. The patient presented with a ucla score of 4 three months prior to revision surgery and a maximum score of 4.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: hmrna; cat. No.: 5551-g-299, triathlon asymmetric x3 patella, lot code: d3h1; cat. No.: 5515-f-502, triathlon ps fem component, cemented, lot code: fwne. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Retained at (B)(4).